Event description:
It was reported that prior to use on a pt the customer found many scratches around the blood outlet on the rotaflow pump. The procedure was started with another device. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device has been returned and found to contain what are perceived as scratches. The scratches are fissures which could lead to a crack of the outlet port. Microscopic investigation of the fissures is pending. A supplemental medwatch will be submitted when additional info becomes available.